Event description:
On (B)(6) 2011, information was provided to the manufacturer that the patient presented emergently on (B)(6) 2011 with a left common/left external iliac aneurysm secondary to a type lb endoleak. Patient had an existing zenith main body and two zenith iliac leg grafts that were placed (B)(6) 2009 at another facility. Endoleak was repaired by extending existing limb graft with another zenith iliac leg graft. After coda was used extravasation of contrast was seen on the angiogram to left external iliac. Physician extended further down into the left external with a zenith iliac leg graft. Follow-up angiogram showed no evidence of endoleak.

Manufacturer narrative:
Lot # was not provided by the reporter. Expiration date unknown as lot is unknown. (B)(4) (endoleaks) - addressed in the IFU. Investigation: event is currently under investigation.